Event description:
It was reported that there was a -break in the lead or insulation-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.